Event description:
It was previously reported, ¿I don¿t know if it turned off.¿ after walking through the security gate it was reported, ¿I don¿t know if that did anything to it or if it¿s just the piece malfunctioning or what.¿ the patient was contemplating having the device taken out.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient needed "to calibrate her device." It was also reported that a loss of therapeutic effect had occurred. Patient's symptoms returned about 6 months after the surgery and were currently worse than before the surgery. It was stated that approximately one and a half years ago the patient had walked through the security gate. The patient had not been able to see a physician since. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information indicated that the patient was still having concerns but was having difficulty locating a physician.